Manufacturer narrative:
H.6. Investigation: bd received 29 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for lipout with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for lipout with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use the tubes were discovered to have molding defects appear "melted" with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: it is reported vacutainers appear melted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the tubes were discovered to have molding defects appear "melted" with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: it is reported vacutainers appear melted.